Manufacturer narrative:
Lead model 3778, lot # v416777019 implanted: (B)(6) 2010, explanted: na; lead model 3778, lot # v400681036, implanted: (B)(6) 2010, explanted: na; programmer 37743, lot # nke119128n; recharger model 37752, lot # nka119210n.

Event description:
It was reported that the patient had a revision of the leads approximately eight months ago due to the migration of the leads. The patient's physician performed imaging of the leads about six months ago, but no results were known. No further details, patient symptoms or outcome were provided. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
See MFR 3004209178-2011-09700 for issues with same device. Any ongoing issues will be reported under 3004209178-2011-09700.